Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, lot# / serial# (B)(4) , implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3778-75, serial/lot #: (B)(4) , ubd: 19-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month ago she got an x-ray that confirmed that the lead had removed itself from the battery. This was confirmed by a neurosurgeon reading the x-ray. Pt had an MRI done today of the cervical spine and during the MRI pt felt a burning sensation where the ins is implanted in her lower back on the right side. Caller states pt is still feeling the sensation now, noted it has been a few hours since the scan. Caller reports the "site" looks ok and pt is not having any other symptoms. Caller reported that she thought pt would be eligible for an MRI because the lead was no longer in the epidural space. Tss reviewed that based on registered lead pt is not eligible for MRI of the cervical spine. If it was a surescan lead then the lead would need to be in the epidural space in order to meet the full body scan eligible criteria.